Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported via journal article: title : stapled hemorrhoidopexy e initial experience from a general surgery center. Author: col s.s. Jaiswal a,*, maj darpan gupta b, sqn ldr saket davera. Citation: medical journal armed forces india (2013); 69:119-123. Doi: http://dx.doi.org/10.1016/j.mjafi.2012.08.015. Stapled hemorrhoidopexy (sh) is reported to be effective in the treatment of second and third-degree hemorrhoids with low morbidity, high patient satisfaction and good long-term control of hemorrhoidal symptoms. It is not routinely performed in their institution and hence this study was undertaken to evaluate the efficacy of this modality in their set-up. This study was conducted over a period of two and a half years, from sep 2009 to feb 2012. Forty patients (34 male and 6 female; age range: 25-68 years old) undergoing elective surgery for symptomatic hemorrhoidal disease (grades ii, iii and IV) were included in the study. The proximate hemorrhoidal circular stapler (ethicon) was used in all cases. Reported complications included minor bleeding per rectum (n-18) which disappeared at 3 months of follow-up, prolapse of mass per rectum during defecation (n-4) in which the patients recovered and became symptom free at 3 months of follow-up, post-operative thrombosis of the external hemorrhoidal mass (n-1) which was managed by excision, residual external hemorrhoids (n-1), and rectal perforation (n-1) in which exploratory laparotomy with repair of perforation and sigmoid colostomy needed to be done. Colostomy was subsequently closed after 6 weeks. In conclusion, stapled hemorrhoidopexy is associated with less post-operative pain and early resumption of activities of daily living (adl). Although the procedure appears simple to perform, it can be associated with serious complications and still cannot be considered the standard of care for the operative treatment of internal hemorrhoids.